Event description:
It was reported that pump battery depleted rapidly, requiring daily charging and customer to carry charging cord to ensure insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with Technical Support, was in process for renewal pump, and no further action was taken by Technical Support as battery depletion concern could not be confirmed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.